Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited high out-of-range pace impedance measurements greater than 3,000 ohms, oversensing, and undersensing. In addition, the patient's device was tracking at the upper tracking rate (utr). It was noted that the patient's underlying rate was slow as there was complete heart block, but the patient had an escape rhythm. The device also contained stored pacemaker mediated tachycardia (pmt) episodes, however pmts had stopped following programming changes. Threshold testing was performed. There was intermittent loss of capture in the atrium, and outputs were increased to ensure capture. This device remains in service. No adverse patient effects were reported.